Event description:
Customer called to report to customer service that she had blisters on her nipples.

Manufacturer narrative:
Customer was sent new breast shields to help resolve the issue. Attempts to f/u with the customer to get add'l info including medial treatment received if any were unsuccessful. However, a medela clinician was able to speak to the customer on (B)(4) 2013 customer reports receiving a replacement breast shields, but finds they are the wrong size and do not help her comfort. She has developed a superficial infection and is using a topical antibiotic recommended by her doctor. The product involved in the complaint was not returned for eval/investigation at this time, therefore no conclusion can be made as to the cause of the event. Reported issues for rash/allergic reactions are currently being investigated under (B)(4).